Event description:
Incoming information notes ¿high svc lead impedance warning triggered on 03-feb-2024¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).